Event description:
Customer's mother reported blood glucose results of 133 mg/dl and 74 mg/dl within 10 minutes on the compact plus system. Customer self-treated hypoglycemia symptoms. No adverse event reported. A request was made for the return of the system, replacement was sent.